Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 225mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Unit passed rewind, basic occlusion test, occlusion test, prime/a33test, excessive no delivery test and displacement test. Unit received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Unit received with cracked case at display window corners,window display. No cracks noted at the battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.